Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported not being able to test on their precision xtra blood glucose meter due to the test not starting after a sample was applied to a strip. The customer reported feeling tired, and then the customer reported "blacking out". The customer reported that the paramedics were called and the customer also reported being diagnosed with hypoglycemia; however, the customer reported not going to an emergency room or a doctor's office. It is not known what treatment was administered in order to stabilize glucose levels.